Event description:
Healthcare professional reported "malposition and rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: malposition: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported "malposition and rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "malposition and rupture". This record is for the left side. Device has been explanted.